Event description:
It was reported that a high drain 105 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the program. The program was continuous cycling peritoneal dialysis, the fill volume (fv) equaled 2300ml, and the last fill volume (lfv) equaled 1500ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were performed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.